Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested universal surgical manipulator (usm3) on both consoles with vessel sealer and no issues found. A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend (vse) instrument would move on its own without the surgeon manipulating it. No fragment fell into the patient. Site reported they swapped out the vessel sealer which improved the issue, but it was still noticeable. The caller reported the issue was only noticed with vse and the other instruments were fine. Tse advised the issue was likely related to the instrument, but the staff would like arm 3 checked. No issues found in logs. The user completed the procedure, and no known impact or patient consequence was reported.